Event description:
It was reported that the device turns off and on. Further investigation found that the downstream occlusion (dso) seal was delaminated.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The original complaint could not be duplicated. However, it was found that the dso seal was delaminated. This was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.